Event description:
The scrub nurse reported the following event to the sales rep, "orthopedic surgeon was performing a tka with a triathlon. During the surgery, the 1/8 peg drill broke without using a lot of force. Surgeon retrieved the peg drill from the patient."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
The scrub nurse reported the following event to the sales rep, "orthopedic surgeon was performing a tka with a triathlon. During the surgery, the 1/8 peg drill broke without using a lot of force. Surgeon retrieved the peg drill from the patient."

Manufacturer narrative:
An event regarding a fractured peg drill was reported. The event was not confirmed. The reported device was not returned for evaluation. Device history review was not performed because no device lot ID was provided for review. Complaint history review was not performed because no device lot ID was provided for review. The exact cause of the event could not be determined based on the limited information provided. The returned device would be required for further investigation.